Event description:
The pt was admitted for an elective coronary angiogram. The target lesion was the proximal right coronary artery. The vessel was de novo, concentric and discrete. The diameter of the vessel was 2.24mm and the length was 10.47mm. The pre-procedure stenosis was 62%. Aha/acc classification of the vessel was a type b1. A femoral approach was chosen for the procedure. Pre-dilatation was conducted with a balloon (2.5/20mm) at 4atm. Inflation time unk. Cypher stent (3.5/18mm) was implanted at 18atm for 16-30 seconds. Post-dilation was not conducted. The residual of stenosis was 0%. Timi flow before and after the procedure was 3. At the same time, the mid left anterior descending was treated. The lesion was de novo, eccentric, tubular, and mildly calcified. Aha/acc classification of the vessel was a type b2. To treat the mid left anterior descending, pre-dilation was conducted with a balloon (2.5/20mm) at 10atm. Inflation time unk. A cypher stent (2.5/23mm) was implanted at 18atm for 16-30 seconds. Post-dilation was not conducted. The residual % of stenosis was 9.9%. Timi flow before and after the procedure was 3.ivus was conducted. One month later, a liver function failure was observed, and so ticlopidine hydrochloride was stopped and cilostazol was administered instead. Seven months after the index procedure the pt complained of chest pain. The pt returned to the hosp. Eight months after the index procedure. Follow up coronary angiogram was conducted and focal stenosis was observed at the distal edge of the implanted cypher stent at the proxiaml right coronary arter to in-segment lesion at the mid right coronary artery. There was 62% stenosis. To treat the restenosis, a cypher stent (3.5/18mm) was implanted at the mid right coronary artery directly at 20atm overlapping with the initially implanted cypher stent. Inflation time is unk. The residual % of stenosis was 0%. Ivus was conducted. Timi flow after the procedure was 3. The pt was in stable condition. Physician's comment: the probable cause of this event may be due to the progres of the lesion.